Manufacturer narrative:
Manufacturing site ID was updated to : (B)(4). Analysis of the lead (l/n va10qd4) showed that conductor #0 was broken 1.7cm from the proximal end, the lead was cut 14.5cm from the proximal end, it was cut 21.5cm from the distal end and the outer insulation separated at butt joint 2.9cm from the proximal end. (B)(4).

Event description:
Additional information from the manufacturers' representative (rep) reported that the lead separated between the 0 electrode and the protective sheath (lead failure). There were no complications.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp), via a manufacturer representative, reported a stage 1 was performed about two weeks ago and the patient had a successful test. At stage 2, the pocket was opened and the lead was inspected and it was noted the insulation had separated near contact 0. The lead was replaced. If additional information is received, a follow-up report will be sent.